Event description:
It was reported that this patient with a pacemaker presented to the emergency room (ER), during which the health care professional (hcp) experienced difficulties interrogating the device. It was discovered that this pacemaker was in safety mode. The hcp stated the patient is not device dependent but would like to inquire on how to proceed. Ts discussed with hcp about the risks of the device being in safety mode and recommended for a device replacement and for the device to be returned for analysis. At this time, the device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this patient with a pacemaker presented to the emergency room (ER), during which the health care professional (hcp) experienced difficulties interrogating the device. It was discovered that this pacemaker was in safety mode. The hcp stated the patient is not device dependent but would like to inquire on how to proceed. Ts discussed with hcp about the risks of the device being in safety mode and recommended for a device replacement and for the device to be returned for analysis. Subsequently this device was explanted and replaced with a non-boston scientific device. No additional adverse patient effects were reported. The device was returned to facility for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Device telemetry data confirmed it was operating in safety mode/determined it had undergone resets and that bradycardia therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance put this device at risk of experiencing transient voltage decreases (and associated resets) during periods of high-power consumption. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to immediately enter safety mode operation to maintain back-up pacing with pre-defined, non-programmable settings.

Event description:
It was reported that this patient with a pacemaker presented to the emergency room (ER), during which the health care professional (hcp) experienced difficulties interrogating the device. It was discovered that this pacemaker was in safety mode. The hcp stated the patient is not device dependent but would like to inquire on how to proceed. Ts discussed with hcp about the risks of the device being in safety mode and recommended for a device replacement and for the device to be returned for analysis. Subsequently this device was explanted and replaced with a non-boston scientific device. No additional adverse patient effects were reported. The device was returned to facility for analysis.